Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular - right, reason for revision : unknown. Patient is (B)(4) - for left see com (B)(4). Update : products added (sleeve & stem) & correct product and lot number added for xl head as per update email 11 jan 2013. March 21, 2015 - update, rec'd correct implant and revision dates, marked as legal, added kid ID.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
(B)(4) 2015 - update - rcvd reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.